Event description:
Falsely elevated troponin I results were obtained on two patient samples. The results were reported to the physician. Redraw samples were run and lower results were obtained. It is unknown if patient treatment was altered or prescribed on the basis of the falsely elevated results. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.